Event description:
When IV therapy nurse untape the port-a-cath connection to draw morining blood work, she found a hairline crack in the hub of the port-a-cath. Port-a-cath was initially inserted 72 hours previously.device used on patient was discarded. Stock inspected. Five other device found with hairline cracks. Removed from stock and returned to mfgdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was destroyed/disposed of.